Event description:
It was reported that the k-wire (ar-8941kt) from the kit split on the second phalanx during plantar plate repair. The threaded part of the k-wire was left in patient flush with the bone on the distal end and was not sticking out. An x-ray was taken to confirm. The case was completed using the other k-wires within the ar-8690ds set.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause of this type of event is over-torquing or prying and/or leveraging on the guide pin. In addition, another potential cause of such an event is re-using a guide pin from the single-use disposables kit that had been bent from prior use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.